Event description:
Reporter indicated that vns patient has a numbness in the left arm. The numbness is reportedly not painful. Investigation to date has been unable to determine whether the numbess is related to the vns. Patient planned to follow-up with the neurologist.